Manufacturer narrative:
Should additional reportable information be received regarding the reportable event, a supplemental regulatory report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that seven days following the implant of this transcatheter bioprosthetic valve, the patient reported complaint of bruising in the left groin area. There was an absence of hematoma and pain. The patient was scheduled for an ultrasound. A duplex ultrasound of the lower extremity showed an arterial venous (av) fistula between the left external iliac artery and the left external iliac vein with a 5mm tract. Per the physician, the fistula was determined to be small and did not require intervention. Additional information indicated that a lower left extremity duplex imaging identified a deep vein thrombosis (dvt) in the common femoral and deep formal veins. An anticoagulant was discontinued, and a different anticoagulant was initiated. Approximately 1 month later, a lower extremity arterial duplex noted a ¿probable¿ non-occlusive dvt. The fistula remained unchanged. A vascular duplex performed approximately 5 months later noted a venous thrombosis in the femoral vein was no longer present. The bruising, fistula, and dvt were reported as unrelated to the valve, delivery catheter system (dcs) and compression loading system (cls) but related to the procedure. The dcs was accessed via the right femoral artery. Approximately seven months post valve implant, a computed tomography angiogram was performed and showed the av fistula was still present. No treatment was required. No additional adverse patient effects were reported.

Event description:
Additional information received that indicated that patient anatomy was not specified as being a contributing factor to the fistula and deep vein thrombosis (dvt).

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a duplex ultrasound of the left lower extremities was performed on 2017-aug-09, followed by a lower extremity contrast computed tomography (CT) scan on (B)(6) 2018. The ultrasound revealed to-and-fro flow between the distal left external iliac artery and the left external iliac vein, suggesting a fistula with a diameter of 5.0 millimeters (mm) measured on color flow doppler. A possible thrombus was seen in the distal left external iliac vein, left common femoral vein, and left deep femoral vein. CT imaging also showed the fistula, but it appeared to be more in the region of the proximal left common femoral artery and left common femoral vein. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.